Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The 90% stenosed concentric lesion was in-stent restenosis of a 3.0x23mm non bsc stent located in a moderately tortuous and mildly calcified proximal left anterior descending artery. The lesion was predilated with a 3.0x15mm non bsc balloon. A non bsc stent was deployed in the left anterior descending artery. A kissing balloon technique was performed for an add'l lesion in the left circumflex artery. A 3.00x20mm taxus liberte' drug eluting stent was advanced to the lesion in the left circumflex, but could not cross. Treatment of the left circumflex lesion was completed with the kissing balloon technique. A 3.5x20mm apex balloon was advanced to the lesion in the left anterior descending artery for post-dilation. The balloon was inflated 5 times to 6, 8, 8, 10 and 10 atms, respectively. On the 5th inflation, the balloon ruptured. The procedure was completed with this device. No pt injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Over 18 years old. (B)(4).